Manufacturer narrative:
Concomitant medical products: product ID 977a275, (B)(6), implanted: (B)(6) 2016, product type: lead, product ID: 977a290, (B)(4), implanted: (B)(6) 2016-, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep) reporting that an x-ray was ordered as actions taken to help resolve the patient's loss of therapy following their fall. It was reported that the issue had not been resolved at this time and the cause of the loss of therapy had not been determined at the time either. No further complications were reported.

Manufacturer narrative:
Other applicable components are: product ID: 977a275, serial#: (B)(4), implanted: (B)(6) 2016, product type: lead. Product ID: 977a290, serial#: (B)(4), implanted: (B)(6) 2016, product type: lead.

Event description:
A patient reported via manufacturer representative that they had a fall and lost therapy. It was also reported that they mapped stimulation and paresthesia was not found in area prior to fall. Reprogramming was attempted. The issue was not resolved. No further complications were reported. The indication for implant was spinal pain.